Event description:
It was reported that the patients implantable pulse generator (ipg) lost therapeutic effect and had to be charged frequently. The patient underwent an ipg replacement to primary cell. The patient was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.